Event description:
A low impedance event was found through a periodic review of the programming history database. System diagnostics were performed and showed the impedance value was low at 60;600 ohms. The device had not been programmed off at that time. It was confirmed the physician was informed of the low impedance observed and the manufacturer's recommendations. No known surgical interventions have occurred to date.